Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of reav0124 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported to the sales representative when visiting the hospital that there had been an increase of infections with powerpicc solo catheters within the facility. It was stated that the issue was noted 7 days post insertion. After removal of the PICC the bacteria staphylococcus epidermitis was found within the device. No other information was provided. This report addresses infection one.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
Per the facility, all the infections occurred in the inpatient setting. The dressings on the piccs were not customarily changed 24 hours after placement. The facility did not use biopatch on the PICC dressings. The infections were all confirmed by blood cultures. The piccs were used for either tpn or antibiotics. The facility has since organized hospital wide education for the nursing staff on care and maintenance of piccs.